Event description:
Customer reported the alarm has no power. They replaced the batteries with a new supply. There is no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation codes: results: the reported issue that the alarm has no power was not confirmed. User returned a note that reads, "does not do anything." Although the unit did not power up with the customer's returned batteries, when using new batteries the unit has intermittent power and it turns on and off on its own. When using an external power supply the unit powers up with no intermittency. The alarm sound, as it should. Visual observations noted the top right corner of case is cracked, liquid label is missing, battery door is broken, and hinge is missing. Additionally the lcd display is not legible. Note: the instructions for use have a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).